Event description:
Pt had percutaneous endoscopic gastrostomy w/g-button placed 7/8/94. Discharged 8/1. Readmitted 8/4 w/electrolyte abnormalities, diarrhea, metabolic acidosis. Colon exam 8/12/showed adynamic ileus and swallow function 8/29 was abnormal, although 8/11/abdominal x-ray showed gastrostomy was in place; d/c 9/5. On 9/6 pt readmitted for malfunctioning g-button leaking profusely at home. Replacement was difficult; dilators used. Button inflated very well and pt discharged same day. Readmitted 9/9 w/gastroenteritis, dehydration, abdominal distention. Diagnostic imaging (lateral cxr's and kub) showed g-tube over left lower quadrant but exact placement difficult to ascertain; no previous studies indicated g-button might not be in stomach. Fluoroscopy 9/19 did reveal g-tube tip lying within the distal transverse colon w/o extravasation.